Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the infusion device will sometimes change to the stop mode by itself. It is unknown if error messages were available. No adverse event reported. Return of the suspect device was requested for evaluation.